Event description:
On (B)(6) 2011, pt reported the screen on his infusion device has a black spot on it and is unreadable. Pt stated the portion of the screen where the delivery info is located is unreadable. Pt stated he tried changing the battery and can still see the black spot. Pt reported he has not dropped the infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.